Event description:
A pt sent an email 3/6/2008, indicating that the pt experienced irritation in both eyes and an " infection" in one eye, while wearing acuvue advance for astigmatism lenses. Several attempts were made to contact the pt to obtain additional info; the pt has not responded. Should additional info become available, will report any info received within 30 days of receipt. Based on the limited info received this event is being reported as a serious injury as a worst case. All MDR's are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.